Event description:
End user was using (B)(6) following surgery of her right foot. On (B)(6), she was going through the parking garage at hospital using the knee scooter, as was her practice since returning to work on (B)(6) 2015. While properly using knee scooter, her left pant leg caught up in the rear left wheel. As a result of this malfunction, the knee scooter began to tilt dangerously to the left and was about to flip over. To prevent slamming her body onto the concrete pavement, she had to forcefully use her right foot to top and prevent flipping over. As a result, she sustained a right lateral malleus fracture and three torn tendons. This incident also resulted in pain and swelling in the right big toe on which the surgery was done.